Event description:
It was reported that the user experienced a low blood glucose event during troubleshooting, with a measured blood glucose of 59 mg/dl that rose to 74 mg/dl after oral glucose intake in the form of orange juice. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after oral carbohydrate treatment. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and no component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.